Event description:
Polyp was snared with wilson cook snare. Removed small portion of polyp then resnared polyp. Large hard-based bottom portion of polyp snared & cauterized, but could not cut through polyp base. Attempted several times, readjusted settings, but still could not successfully cut through base. Snare top cut so scope could be removed. Md attempted to grasp snare with forceps and remove, unsuccessful. Pt prepared for surgery. Pt tolerated procedure without difficulty.